Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter that was detained during the surgery had removed naturally on the next day of placement. It was reported that there was no balloon rupture or tear. Per follow up information received via ibc on 26jan2022, it was stated that the foley catheter fell out on the next day of the placement. The balloon in the catheter was found to be asymmetrical based on the photo samples received.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter that was detained during the surgery had removed naturally on the next day of placement. It was reported that there was no balloon rupture or tear. Per follow up information received via ibc on 26jan2022, it was stated that the foley catheter fell out on the next day of the placement. The balloon in the catheter was found to be asymmetrical based on the photo samples received.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used two-way silicone foley catheter with cut portion of inlet tubing. Visual inspection of the sample noted the balloon was partially inflated upon return. Solution was removed from the balloon and re-inflated with 10 methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). The catheter balloon was observed to be 70:30 as compared. There were no leaks observed from the balloon. This meet specification per inspection procedure, which states, "catheter leaks, valve leaks, balloon perforation, lumen to lumen , prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." No root cause could be found because the reported event was unconfirmed. The lot number was unknown; therefore, the device history record could not be reviewed. Labeling review is not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter that was detained during the surgery had removed naturally on the next day of placement. It was reported that there was no balloon rupture or tear. Per follow up information received via ibc on 26jan2022, it was stated that the foley catheter fell out on the next day of the placement. The balloon in the catheter was found to be asymmetrical based on the photo samples received. Per follow up via ibc on 07feb2022, stated that it was unknown whether the asymmetrical balloon issue was happened during pretest or during use.